Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. It is noted that these devices (t7 drivers) were designed to twist before breakage of the screw head. As part of corrective actions, a field communication was sent out. The letter provides instruction to the user of the t7 drivers to address bending and breaking of the driver tips. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that the screwdrivers were twisted at the torque tip. There was no harm to the patient and no delay in the procedure.